Event description:
A customer reported that a cassette had leaked from a crack "at the end furthest from the pipes". There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported issue of a leak was confirmed during the sample evaluation. A leak was found on the disposable cassette sheeting. The cause was undetermined. If additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Actual occurrence date is unknown at this time. A review of all batch record documents was performed for lot number s12k26058 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.